Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient required re-programming because the patient anticipated increased activity while traveling. During device interrogation and an impedance check, high impedance was observed on electrode 12 with a value of 12,563 (displayed as orange) and on electrode 13 with a value of 40,000 (displayed with a red ¿x¿). The programming was adjusted to avoid these electrodes, and good coverage was achieved. The high impedance issue was reported as ongoing and not resolved. No injury or adverse outcome was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.